Manufacturer narrative:
(B)(4) date sent 1/21/2025 b3: only event year known: 2025. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No serial number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the smoke evacuator is on and no one is in the room. Nothing is attached to the smoke evacuator and as it is so quiet the unit continues to run and no one notices. This is causing filter life to end prematurely. Every time they unplug from the wall our unit is a flip switch and they are use to a push button. If the smoke evacuator is turned on first and then turn on the bovie, then it just runs. Some of the nurses don't hear it running, and they could run a unit for four hours not knowing it's on. On just that bovie it has to get a base line when the cable is on. No patient involvement.